Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. A capacitor reformation was initiated and the device responded with a charge time out. The output capacitors were monitored and exhibited the inability to charge. The device memory indicated a successful capacitor reformation was completed prior to explant with a charge time of 10 seconds and a battery voltage of 2.52 volts. The device memory also indicates a capacitor reformation the day after explant with a 45 second charge time out. Further analysis indicated a broken solder connection and a secondary wire in the charging transformer assembly. It was concluded this device likely experienced a mechanical shock the day after explant which damaged the transformer.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason and returned for analysis. Upon receipt, initial laboratory analysis determined that this device did not meet specifications for a portion of therapy availability testing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.